Event description:
It was reported the brk-1 xs needle was introduced through the sr0 sheath ((B) (4), lot# unk) toward the fossa ovalis (fo) in order to perform transseptal puncture. After advancing the needle to near the tip of the dilator, he attempted to flush the needle before engaging the fo. Using a 10cc luer-lock syringe, he made an attempt to aspirate before flushing and drew back air. He re-engaged the luer-lock and re-attempted with the same result. He attached a second 10cc luer-lock syringe with the same results. A brk-1 ((B) (4)) was brought to the table, prepared, and used without air infiltration of the 10cc luer-lock during aspiration prior to engaging the fo. The physician has been made aware that the sr0 dilator is not designed with the added safety features of the sl series dilators.

Manufacturer narrative:
St. Jude medical is in the process of investigating this event. Once the investigation is complete, a follow report will be submitted. The brk needle instructions for use state that the brk needle is used to puncture the interatrial septum during a transseptal catheterization procedure to gain left heart access. A left sided introducer is to be used with the brk needle. However, the introducer used during this procedure was a right sided introducer.